Event description:
It was reported that during implant of the right ventricular lead, acceptable sensing values could not be found the lead was not implanted. A new lead was successfully implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).